Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist found that the windows system time was set two hours ahead of eastern standard time (est). In medbank myqlink (mql) patient medication orders, tss confirmed that order identity had been reached at 12:00 am, updated the cabinet time to match eastern standard time (est) and restarted the cubex application, informed the customer that because the cabinet time was two hours ahead, the first request appeared to have expired immediately after pharmacy approval, due to the two-hour expiration period, verified in the cubex application that the validation code showed as approved, notified the customer to inform the facility, then contacted customer. Customer was able to issue the item and that the pharmacy had approved the medical prescription verify request. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user was unable to issue roxicodone 5mg tablets due to the cabinet time being two hours ahead. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.